Event description:
It was reported that t1 and t2 failed to strip off during surgery. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows t1 is slightly protruding out of the rail gap of the needle. The needle is contaminated with what appears to be human matter. The matter is hard and has filled the needle cavity/railgap under t1. It appears that the needle became obstructed during use causing t1 to partially dislodge out of the needle preventing it from being stripped off. Contamination was removed and the device was tested using a rubber meniscus model, each t stripped off the needle as intended. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.